Manufacturer narrative:
A visual examination of the returned device found the device has coil unraveled and broken in the distal section end, also the wire is broken in the distal section end, the distal tip was not returned. The condition of the returned incident device was consistent with the complaint that the device was unraveled. The failure found was probably caused due to the device manipulation during the procedure. Based on the device condition and the available information, the most probable root cause of this complaint is operational context since due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that an amplatz super stiff guidewire was used during a procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the corewire was broken and guidewire unraveled. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.